Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
A complaint from the literature review 'safety and efficacy of impella rp support for acute right ventricular failure complicated by cardiogenic shock: post market approval subanalysis of the cvad registry" was received. The review monitored 110 patients over 3 years who were implanted with an impella rp pump. During that time, an unknown quantity of those patients experienced unspecified malfunctions with their impella device.

Manufacturer narrative:
The investigation for the reported pump stop has been completed. The pump nor the data logs were returned for evaluation. The cause of the pump stop issue was not determined since product logs nor sufficient clinical information was provided. The instructions for use for the impella rp smart assist system with automated impella controller and rp flex with smart assist system with automated impella controller state: section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ h5-labeled for single yes corrected for yes. H6-corrected med dev prob code to 1503. H8-usage of device selected initial use of device.